Event description:
It was reported to philips that the allura device was not booting up. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the licence file. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was not booting up. The rse analyzed the system remotely and found that the cause of the issue was host pc and advised customer to replace host pc. To resolve the reported issue, the customer replaced the host pc and performed license file swap. After replacement of the host pc and performing a license file swap, the system was returned to use in good working order.